Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the loading screen. A field service engineer used a 1tb imaging flash drive to re install the operating system (os) and pyxis software to pas v1.74 version to resolve the issue and the customer verified functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, reboot was not properly completed for weekly updates. The customer also stated that the device was not communicating and stuck on a black loading screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.